Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the bolus wizard was incorrect. The blood glucose reading was 219 mg/dl. He also reported that the reservoir had leaked. He stated that insulin leaked out of the reservoir chamber. He stated that there were no cracks in the reservoir barrel and that all components were present. Nothing further was reported.